Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artificial fistula. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 7mm proximal of the proximal markerband and extending approximately 50mm distally across the balloon material. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artificial fistula. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.